Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the driving cap/threaded broke when being disassembled in decontamination. There was no patient involvement.  This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Event description:
It was reported that on an unknown date, the threads on the driving cap/thread that threads into the insertion handle broke off while disassembling to clean. There was no patient involvement. Concomitant device reported: unk - nail insertion handles (part# unknown, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.523; lot: l731157; manufacturing site: bettlach. Release to warehouse date: 23. March 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. H3, h6: a product investigation was conducted. Visual inspection: the connector for insertion handle was received at the us cq. The device was covered in shallow scratches. The head of the device was cover in several small dents and had a black colored scratch. On the distal tip, part of the coating was scrapped off and the threaded tip had been broken off at the first thread. The fragment was returned, and the threading is slightly stripped. No other issues could be identified with the returned portions of the device. Dimensional inspection: distal tip outer diameter measured and found to be conforming as per relevant drawing. Manufacturing record evaluation: the received device was manufactured at the bettlach site on 23 march 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Conclusion: the complaint was confirmed for the connector for insertion handle. The connector was covered in shallow scratches. On its head, it had many small dents and a black scratch mark. At its tip, part of the coating was scrapped off, and the threaded portion was broken off at the first thread. The threaded fragment was slightly stripped. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. While no definitive root cause could be determined, it was possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.